Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 121 mg/dl at the time of the incident. There was no significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.